Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer requested a replacement power supply. Upon receipt, the customer determined that the power supply had an out of box failure. The customer installed a second power supply with a new battery. After installing the battery the customer observed that there was no voltage present on the rear connector of the vent. The customer completed troubleshooting with the assistance of philips customer support and verified that the battery was charging. The customer reported that the unit passed all tests and was returned to service.

Event description:
The customer reported that the power supply failed. A replacement was installed and reportedly the replacement failed. Additionally, it was reported that there was no battery charging voltage on the rear of the vent. There was no patient or user harm reported. The event date was not specified; estimate used.